Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system, with a continued high reading on the device, prompting multiple infusion site changes of a teflon set and shipment of replacement supplies; the user noted smelling insulin at one point but did not observe a bent cannula or visible leakage, and the event was categorized with insufficient information regarding a specific device problem or component. Symptoms included a blood glucose peak of 458 mg/dl, with associated symptoms of malaise, polydipsia, and urinary frequency. Outcomes included no health consequences or impact after glucose values trended down and the user reported feeling better. User support included communication and analysis of information provided by the user, and review of available information. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component-level failure. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.